Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that seven weeks post implant the patient experienced cardiac arrest and bradycardia. The right ventricular (rv) lead became dislodged out of the vicinity of the tricuspid valve and exhibited no pacing. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.